Manufacturer narrative:
The pump was received with currents within specification. The pump passed the self test and unexpected restart error alarm tests. No alarms were noted. The pump was monitored and no unexpected reset anomaly was noted. A displayable history crc alarm was noted in the alarm history screen due to a corrupted history file. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window, cracked display window corners, and a broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The representative reported via phone call that they received unexpected restart alarm, external ram error alarm and several history check failed alarms. The customer's blood glucose was 129 mg/dl at the time of incident. The representative stated that a temporary basal was programmed before the alarms occurred. The representative stated that the customer performed self test and the insulin pump passed. The insulin pump will be returned for analysis.